Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer was treated with syringes. Customer stated that there was leak. Customer stated that they discarded the reservoir and infusion set. Customer stated that the cannula looks good. Customer stated that the insulin delivery was not suspended due sensor glucose level and blood glucose level. Customer did not allege insulin pump under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.